Event description:
It was reported that system diagnostic testing resulted in high lead impedance. The patient underwent full revision surgery of the generator and lead. The explanted lead is not available for return to the manufacturer. Preoperative x-rays were not taken. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.